Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision depuy synthes of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2019 revision right side because of fracture of femoral component at the area of the medial trochlea junction (lcs classic standard+ ; implant is not sold any longer). Destruction of the right medial femoral condyle."

Manufacturer narrative:
Product complaint # (B)(4). Patient code: no code available (3191) used to capture medical device removal. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the lcs classic meniscal cementless femur size std+ was implanted on 1998. 2006 rorabeck ii fracture ii fracture, osteosynthesis treated with retrograde femur nail. Recurring pain since 2019. Break of the femoral implant component the cause of this: complete osteonecrosis of the medial femoral condyle : the implant only showed osseous integration at the lateral condyle. There has been no osseous support for the implant on the medial side for some time. Additional possible cause: metal contact with the retrograde nail in the notch : but that is less probable because only a minor metallosis can be demonstrated in the joint over a limited time.